Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it measuring lower peep (positive end expiratory pressure) than set, low exhaled tidal volume (vte) and inspiratory tidal volume (vti) levels and displaying a patient circuit disconnect alarm were all confirmed. The asp replaced the external flow module (efm) and internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift and efm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device measured lower peep (positive end expiratory pressure) than set, and that its exhaled tidal volume (vte) and inhaled tidal volume (vti) levels were both low. Additionally, the device displayed a patient circuit disconnect alarm. There were no reports of patient use associated with the reported issues.